Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer states tubes are underfilling. The underfilled samples were collected by nurses on the floor, not lab staff."

Manufacturer narrative:
H.6. Investigation summary: material #: 363080. Lot/batch #: 3048740. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.